Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Analysis was performed by onsite service personnel which included troubleshooting and functional testing. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty bp hose. The issue was resolved by replacing the bp hose. The device was tested to ensure proper operation and the product is back in service.

Event description:
Philips received a complaint on a suresigns vs4 nbp, spo2 indicating the non-invasive blood pressure (nibp) cuff is having difficulty inflating and deflating. The device was not in clinical use at the time of the report. No adverse event was reported.